Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer had been experiencing high blood glucose for the last few days. The customer woke up with a high blood glucose of 452 mg/dl. They were treated with an insulin shot and site was changed. They had called their health care professional. Troubleshooting was performed. Insulin exited without incident. The infusion set¿s cannula had a slight curve at the end. The device passed the basic occlusion test and self-test. The device will not be returned for analysis.